Event description:
It was reported the patient spent the weekend of (B)(6) 2014 in the hospital due to symptoms in her back with swelling and ¿some neurological things going on.¿ a stroke was ruled out, but the pump could not be tested until the patient¿s pump doctor came back into town. While the patient was in the hospital the manufacturer representative (rep) came in twice. The first time the pump was turned down and the second time the doctor ordered the pump to be ¿shut down totally until it was just turning so it did not cause any pressure.¿ it was further reported a dye study was performed on (B)(6) 2014 that was negative and the pump and catheter were right where they needed to be. In the interim, they put her on a 75 mcg fentanyl patch and ativan. This seemed to ¿hold her pretty well¿ for the 48 hours in the hospital. It was noted the patient asked the healthcare provider (hcp) if she could continue with the pump turned way down and the fentanyl patch and the doctor replied you can keep it on for one month or six months. Then the office manager came in and said the hcp did not want to take care of her as a patient anymore. It was noted the patient¿s back issues started after the pump was installed and ¿we don¿t know why still the only thing we know is the test yesterday indicated the pump and the catheter were in the right place.¿ the pump was being used to deliver fentanyl and ¿other stuff.¿ the other drugs were not provided and no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).